Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that  since received the implant in 2022 has experienced unexpected shocks in vaginal area. Patient also said that also experienced pain at the ins site so the system was removed by doctor listed as patient's managing physician on (B)(6) 2024. Patient said that they removed the system at deep south urogynecology in madison,  reviewed option for patient to contact healthcare provider office to ask them to pull up patient's record and surgical notes to confirm if the system was entirely removed. Patient then mentioned that since the removal has randomly felt shocks in vaginal area. Patient was redirected to managing physician for medical assessment. Reviewed device disposal and patient requested to have handset wiped. Agent attempted to transfer however due to long hold times and the system's inability to accept patient's call back number, was also redirected to contact the it department to see if there is anything that can be done to wipe the handset. .